Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced turbid effluent and stomachache . The cause of the event, patient hospitalization and patient outcome were not reported. On the same day as the onset, the patient was treated with cefazolin (250g, 4 times a day via intraperitoneal). Pd therapy was ongoing. The reporter decline declined to provide additional information.